Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the belt. The system was tested and is operating as intended.

Event description:
The customer reported that 2800 system assembly that contains wires was coming apart. No pt injury was reported.